Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In previous report section b5 was incomplete, the correct b5 section is- the patient has alleged visualization of black particles. The patient has also alleged of having choke, difficulty breathing/shortness of breathing, dizziness, throat soreness and headache. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found evidence of white and black unknown contamination (dust like) is inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box, potential mineral deposits on the blower motor, blower motor interior, and inside blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box and the blower motor seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes the black contaminates found were consistent with keratin, white and black unknown contamination (dust like) is inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box, potential mineral deposits on the blower motor, blower motor interior, and inside blower box, indicating potential water ingress, and contaminants at the air outlet of the blower box and the blower motor seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
Previous report has incorrect h3 section. H3 section has been corrected in this report.